Event description:
It was reported that the patient presented in clinic for routine check. Upon interrogation, the right ventricular (rv) lead exhibited high out-of-range defibrillating impedance. No intervention was performed. Patient was stable.

Event description:
New information received notes the right ventricular lead was capped and replaced on (B)(6) 2022. Patient condition was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.